Event description:
It was reported that the usb cable was damaged and could not charge pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, the cable was replaced to resolve the issue.